Event description:
The patient had a history of coronary bypass grafting in the past. He developed a dilated ischemic cardiomyopathy with an ejection fraction of 25% and underwent ICD implantation of a single lead on the right side in the past year. The patient's ICD placement was complicated by difficult venous access. It was demonstrated to have an occlusion on the left side. The patient now has had six inappropriate shocks and has the recalled fidelis lead. He was referred here by his implanting cardiologist because of the need for lead extraction and the possibility of difficulties again with venous access. Op note: we were able to cannulate the right subclavian vein laterally on the first pass without difficulty. We advanced the guidewire under fluoroscope into the right heart. We opened the ICD pocket through the existing incision excising this scar. Theicd was delivered into the wound. The leads were dissected free from their adhesions within the fibrous capsule and the suture fixation to the chest wall was also divided. We were unable to pass the stylet down this old defibrillator lead. We went through the active fixation device and using constant general traction removed the lead in its entirety. The only area where thelead appeared to offer any resistance was at the cavoatrial junction. Examination of the lead showed there to be a break at the distal coil. Whether this was present prior to extraction is unknown.